Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient was placed on unplanned extracorporeal membrane oxygenation (ECMO). The reason for use of ECMO support was not reported. No additional adverse patient effects were reported.